Event description:
Consumer reported immediate extraction site, & concerns with mobility. Consumer also reported that the time of loss in relation to the implantation is before the prosthetic restoration.

Manufacturer narrative:
Consumer reported immediate extraction site, & concerns with mobility. Consumer also reported that the time of loss in relation to the implantation is before the prosthetic restoration.